Event description:
It was reported that in the middle of a case the analyzer stopped sensing and pacing, although the programmer was plugged in. Another programmer was available and the case was able to be completed. The analyzer and programmer were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, no anomalies were found. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification.

Event description:
It was reported that in the middle of a case the analyzer stopped sensing and pacing, although the programmer was plugged in. Another programmer was available and the case was able to be completed. The analyzer and programmer were returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed, and tested out of specification. No patient complications reported.